Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their drg lead. The patient experienced ineffective therapy as a result. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.